Event description:
Pt's nurse called and stated that she was admitted to the hospital with high blood glucose readings of 545-600 mg/dl and ketoacidosis. Her ketone levels were at 3+. She stated that at about 7:00 a.m. Her blood glucose was over 500 mg/dl and she gave herself a bolus. At 3:00 p.m. Her readings were still high, but there were no further actions taken by the customer to treat high blood glucose. She was later taken to the hospital by the paramedics and admitted into ICU. Her symptom's of high blood glucose included nausea and vomiting. Her recommended blood glucose level is 80-120 mg/dl. At the time of the report the pt was still in the hospital on an insulin IV and her blood glucose level was 50 mg/dl. A trainer was sent to the hospital to assist the pt with the infusion device per pt and physician request. The ICU nurse indicated to the trainer that the infusion set tubing was kinked when it was removed from the pt's body. The trainer found the infusion device to be in working order and was able to program a bolus and program the pt's basal rates without issue. The trainer reviewed treatment of hyperglycemia with the pt along with appropriate times to change infusion sets and proper insertion of the infusion set. The pt was able to demonstrate to the trainer how to properly use her infusion device. No product will be returned for evaluation.

Manufacturer narrative:
H6: method and results: no product will be returned for evaluation.